Event description:
According to the reporter, during a single-port vats (video-assisted thoracoscopic surgery) left upper lobectomy, the handle was fully squeezed but the cartridge could not be completely closed. The issue was resolved by replacing the cartridge, and the handle was confirmed to be functioning properly. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.